Event description:
The customer and customer's nurse called and reported the insulin pump was defective and kept alarming no delivery. The customer was advised of causes of no delivery alarms. Customer was reportedly unable to troubleshoot at the time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.